Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because no product was received for failure investigation. The root cause of this failure was not identified.

Event description:
Received a copy of the customer's sus voluntary event report from the FDA which states, "we are seeing product quality problem with carefusion IV tubing. Items (B)(4) are failing during use causing back flow and failure to prime issues. This is happening across several lots at both of our facilities." The customer has returned samples for each of these 2 issues for previously reported events but no samples are expected for this general report with no specific event details.